Event description:
Guide wire split when critical care physician was putting I chest tube using the wayne pneumothorax tray. Lot #15970587. New kit had to be obtained. Lot # 159710587. Device name pneumovac chest tube. Manufacture name: wayne.